Event description:
It was reported by service report that the head is drifting down with weight applied. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: fowler actuator.